Event description:
The a1059 mayfield modified skull clamp was in use on a (B)(6) female patient when the pressure had dropped from 80 lbs to about 20 lbs. The medical resident described the issue as a ¿loss of pressure¿. After the patient was pinned and positioned a final adjustment was made to the position of the head. That is when it was discovered that the pressure had dropped from 80 lbs to about 20 lbs. The headrest was tightened and the same thing happened again. A different headrest was then used and the pressure held without incident. There was no injury to the patient and no revision or medical intervention was required. The incident led to a 30 minute delay in the surgery.

Manufacturer narrative:
Investigation completed 01/04/2017. Method: -device history review(DHR), -trend analysis, -failure analysis. DHR indicate this device was manufactured on december 31, 2008. Service history: date of service: 7/14/2016, date of service: 2/4/2016. A two year look back for this reported failure and or related to "pressure dropped" for this product ID shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. The returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure, unit will function properly. General maintenance and cleaning required. In summary the end users reason for return could not be verified as when unit is properly positioned and put under pressure unit will function properly.